Event description:
It was reported that the sheath tip was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure one 30mm and two 33mm closure devices were deployed in the laa of the patient using the same was. All three of these devices did not meet release criteria and were all fully recaptured and removed from the patient. The was was then removed to be replaced with a new was to complete the procedure. When the was was removed and inspected it was noted that there was significant damage to the tip of the device. The procedure was completed successfully with a new was and wds. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 35cm from the tip of the device, and tip damage (torn/partial delamination/misshapen/stretched). Inspection of the rest of the device found no other damage or defect with the returned device. The reported tip damage confirmed.

Event description:
It was reported that the sheath tip was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure one 30mm and two 33mm closure devices were deployed in the laa of the patient using the same was. All three of these devices did not meet release criteria and were all fully recaptured and removed from the patient. The was was then removed to be replaced with a new was to complete the procedure. When the was was removed and inspected it was noted that there was significant damage to the tip of the device. The procedure was completed successfully with a new was and wds. There were no patient complications that were reported to have occurred.